Event description:
Rptr alleged having discrepant back to back blood glucose values of 425, 135, and 235 mg/dl when testing was performed within 5 minutes on the advantage system. Rptr stated taking normal amount of insulin after the result of 425 mg/dl but it was not based on the system value. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.